Event description:
During the evaluation and calibration by the philips bench repair on (B)(6) 2020, it was noted that the battery on the unit drains rapidly after charging and cannot hold power. There was no patient involvement.